Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified high current drain was a result of compromised capacitors, which resulted in the observed premature battery depletion. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: investigation determined that the high current drain, and resultant premature battery depletion, was caused by a capacitor component that was compromised due to excess hydrogen in the device case.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information was received indicating that this device was later explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Additional information was received indicating that this device was later explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Good faith efforts were made to retrieve the name of the initial reporter, but at this time, no further information is available. If additional details become available, this report will be updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Good faith efforts were made to retrieve the name of the initial reporter, but at this time, no further information is available. If additional details become available, this report will be updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.